Event description:
It was reported that the patient device interrogation indicated an inactive charged circuit. The interrogation printout also showed question marks in some of the brady parameters. It was noted that the patient had not been seen in some time. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.